Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station remote manager latch hasp had detached from the fridge. The field service engineer (fse) removed the old tape, applied new tape, and reattached the latch hasp. And then fse adjusted the bow to ensure it met the hasp smoothly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager latch falling off. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.